Manufacturer narrative:
The cause of the discordant, falsely low calcium results is unknown. Siemens is investigating this issue.

Event description:
Discordant calcium results were obtained on two patient samples on an advia 1800 instrument. The samples initially resulted as expected. When the samples were repeated on the same instrument, false results were obtained. The discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
Additional information (02/17/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse checked the water station and lamp energy which were within specifications. The cse performed decontamination and washed the water container. The cse also checked the degasser. The cause of the discordant calcium results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2016-00074 was filed on march 6, 2016. Supplemental MDR 2432235-2016-00074_s1 was filed on march 16, 2016. Additional information (03/23/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced reagent pipetting probe 1 and adjusted the height of the reaction tray and bath oil. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.